Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and lymphadenopathy.

Event description:
Patient reported "inflammatory reaction" and "breast cancer". Later healthcare professional reported "capsular contracture", "fluid around the breast implant", "enlarged lymph nodes in certain regions". Patient was hospitalized. This record is for the left side. The device was explanted.